Manufacturer narrative:
The nalu system was in use for more than one year with no issues before the explant took place. It appears that the patient's pain symptoms improved to the point of no longer needing the device, prompting the request to explant.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023. On (B)(6) 2024 the firm was notified that the system was being explanted that day. Per the physician, the patient's baseline pain levels had decreased and the nalu system was not being used consistently. The explant was done per the patient request due to not using the system.